Event description:
It was reported that during reprocessing the device area part where the wrench attached starting to be rounded. At product evaluation investigation the device was found to have a bent comb. There was no patient involvement. No adverse events were reported as a result of this malfunction. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the calibration and test cut could not be checked due to a bent comb and the side plates, carrier guide, bottom roll, gear, and comb were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.